Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had forgotten to remove tubing from site prior to entering the load process. There was no impact to the customer's blood glucose level as the customer had not completed the cartridge change step prior to calling.